Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices exhibited insufficient blood flow through the device. Blood did not advance into the tubing. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 12-jan-2026. H.1 imdrf annex a grid (1:a140303 - short fill (1575)). Investigation summary: bd received 10 samples for investigation. The samples were subjected to functional testing to evaluate insufficient blood flow during use. All devices passed the testing, exhibiting no signs of defects, leakage, or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices exhibited insufficient blood flow through the device. Blood did not advance into the tubing. There was no health impact or consequences reported.